Event description:
Patient was revised to address implant fracture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address implant fracture. Doi: 17 years ago dor: (B)(6) 2013 (unk hip). Visual examination of the returned stem confirms the material fracture as reported. The stem was evaluated by a depuy material scientist. Per that evaluation: indications are that the fracture was caused by low stress high cycle fatigue. No material defects were apparent. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. Based on the investigation product error was not identified and a need for corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.